Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: check your insulin pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed.

Event description:
It was reported that the customer's blood glucose (bg) 73 mg/dl due to pump basal setting was set too high. Glucose tablets were consumed to address bg. Reportedly, customer's healthcare provider adjusted pump settings.